Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Medical records were recently received on (B)(6) 2010. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2007, patient received surgical care to repair an incisional hernia and as part of that procedure the "bard composix kugel patch" was inserted. On (B)(6) 2009, mesh was explanted. Patient sustained severe personal injuries, and probable permanent disabilities.